Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/perforation (other) please describe and state the location of the perforation: extruding coils"), device expulsion ("expulsion of essure device"), device dislocation ("malposition of essure device") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, vaginal discharge, vaginitis, amenorrhea, cyst removal, tonsillectomy and multiparous. Concurrent conditions included cramp in lower abdomen. Concomitant products included medroxyprogesterone acetate (provera), phentermine and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), abdominal distension ("bloating"), abdominal pain upper ("stomach pains"), pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("rashes or skin conditions type: abdominal rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6)2015. At the time of the report, the perforation, device expulsion, device dislocation, genital haemorrhage, fatigue, abdominal distension, abdominal pain upper, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, rash, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perforation, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), malposition of essure device, bladder or urinary problems or changes, migration of essure device, rashes or skin conditions type: abdominal rashes, dysmenorrhea (cramping), expulsion of essure device, fatigue,pain, perforation (other) please describe and state the location of the perforation: extruding coils, weight gain / loss were added. Patient's medical history added. Patient's concomitant medications added. Lot number incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/perforation (other) please describe and state the location of the perforation: extruding coils'), uterine perforation ('perforation of organs/perforation (other) please describe and state the location of the perforation: extruding coils'), device expulsion ('expulsion of essure device'), device dislocation ('malpositiuon of essure device') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, vaginal discharge, vaginitis, amenorrhea, cyst removal, tonsillectomy and multiparous. Concurrent conditions included cramp in lower abdomen. Concomitant products included medroxyprogesterone acetate (provera), phentermine and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue/fatigue"), pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metaplasia ("other injury(ies) or complication please describe: squamous metaplasia"), cystocele ("other injury(ies) or complication please describe: cystocele"), cervicitis ("other injury(ies) or complication please describe: chronic cervicitis"), cervical cyst ("other injury(ies) or complication please describe: nabothian cysts"), pelvic adhesions ("other injury(ies) or complication please describe: adhesions") and stress urinary incontinence ("other injury(ies) or complication please describe: sui"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain upper ("stomach pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("rashes or skin conditions type: abdominal rashes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),, salpingectomy (bilateral removal of fallopian tubes), and total hysterectomy uterus and cervix removed, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device dislocation, fatigue, abdominal distension, abdominal pain upper, pelvic pain, bladder disorder, urinary tract disorder, rash, dysmenorrhoea, weight increased, weight decreased, metaplasia, cystocele, cervicitis, cervical cyst, pelvic adhesions and stress urinary incontinence outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, bladder disorder, cervical cyst, cervicitis, cystocele, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, metaplasia, pelvic adhesions, pelvic pain, rash, stress urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015- total hysterectomy uterus and cervix removed. On (B)(6) 2017- salpingectomy (bilateral removal of fallopian tubes) surgery was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- uterine perforation, chronic cervicitis, squamous metaplasia, nabothian cysts, adhesions, stress urinary incontinence, cystocele, abdominal pain. Aka name, events onset date were added. Events outcome, essure removal date were updated. Event-"perforation of organs" updated to event-"fallopian tube perforation". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/perforation (other) please describe and state the location of the perforation: extruding coils"), device expulsion ("expulsion of essure device"), device dislocation ("malpositiuon of essure device") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, vaginal discharge, vaginitis, amenorrhea, cyst removal, tonsillectomy and multiparous. Concurrent conditions included cramp in lower abdomen. Concomitant products included medroxyprogesterone acetate (provera), phentermine and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), abdominal distension ("bloating"), abdominal pain upper ("stomach pains"), pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("rashes or skin conditions type: abdominal rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). The patient was treated with surgery (total hysterectomy uterus and cervix removed), surgery (total hysterectomy uterus and cervix removed) and surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device expulsion, device dislocation, genital haemorrhage, fatigue, abdominal distension, abdominal pain upper, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, rash, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perforation, rash, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/perforation (other) please describe and state the location of the perforation: extruding coils'), uterine perforation ('perforation of organs/perforation (other) please describe and state the location of the perforation: extruding coils'), device expulsion ('expulsion of essure device') and device dislocation ('malpositiuon of essure device') in a 33-year-old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, vaginal discharge, vaginitis, amenorrhea, cyst removal, tonsillectomy, multiparous and obesity. Concurrent conditions included cramp in lower abdomen. Concomitant products included medroxyprogesterone acetate (provera), phentermine and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue/fatigue"), pelvic pain ("pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metaplasia ("other injury(ies) or complication please describe: squamous metaplasia"), cystocele ("other injury(ies) or complication please describe: cystocele"), cervicitis ("other injury(ies) or complication please describe: chronic cervicitis"), cervical cyst ("other injury(ies) or complication please describe: nabothian cysts"), pelvic adhesions ("other injury(ies) or complication please describe: adhesions") and stress urinary incontinence ("other injury(ies) or complication please describe: sui"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating"), abdominal pain upper ("stomach pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("rashes or skin conditions type: abdominal rashes"), abdominal pain ("abdominal pain"), menopause ("menopause") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full),, salpingectomy (bilateral removal of fallopian tubes), and total hysterectomy uterus and cervix removed, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device dislocation, fatigue, abdominal distension, abdominal pain upper, pelvic pain, bladder disorder, urinary tract disorder, rash, dysmenorrhoea, weight increased, weight decreased, metaplasia, cystocele, cervicitis, cervical cyst, pelvic adhesions, stress urinary incontinence, menopause and endometriosis outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, bladder disorder, cervical cyst, cervicitis, cystocele, device dislocation, device expulsion, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menopause, menorrhagia, metaplasia, pelvic adhesions, pelvic pain, rash, stress urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015- total hysterectomy uterus and cervix removed. On (B)(6) 2017- salpingectomy (bilateral removal of fallopian tubes) surgery was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Complete bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporter information was added. New event added menopause and endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain upper ("stomach pains") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, fatigue, abdominal distension, abdominal pain upper and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, fatigue, genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.